Manufacturer narrative:
As per the contour next control solution safety data sheet, the material in the contour next control solution is not a hazardous substance. In the case of contact with eyes, the safety data sheet advises rinsing eyes immediately with plenty of water and to seek medical advice. The customer washed their eye with water and indicated that she has an appointment with her doctor due to her eyes being irritated. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since no product details were provided, no information was captured (model #, lot #, and expiration date), and the device manufacture date could not be determined.

Event description:
A customer called to report that she accidentally applied the contour next control solution into her eye after which she had an eye irritation. She washed her eyes with water and recovered well. The customer did not allege any serious effects. No further event details were provided. The customer discarded the vial of the contour next control solution.